Event description:
A report was received that a patient will undergo a pocket revision due to discomfort.

Manufacturer narrative:
Additional information received stated that the patient's ipg was moved to a new location. Nothing was implanted or explanted and the patient is doing well.

Event description:
A report was received that a patient will undergo a pocket revision due to discomfort.